Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a perforation in the saphenous vein graft to the obtuse marginal coronary artery, the 2.8x16 mm rx graftmaster stent system was advanced but was unable to be delivered successfully to the perforation. The ease of handling the graftmaster was noted to be poor due to the inability to cross the perforation site. There were no other issues noted with the graftmaster. The 2.8x16 mm rx graftmaster stent system was simply withdrawn from the patient anatomy without issue. An embolization coil was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.